Event description:
It was reported that while putting the device in inventory, it was noticed there was a hole in the package at the top left hand corner.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The complaint device was returned to sss wrapped in blue sterile wrap and secured with eto tape. The wrapped device was then placed in a plastic pouch and sealed via a chevron seal. Upon inspection it was determined the device had not been removed from the original packaging. However there was a hole in the pouch approximately 1.5cm in length. There were also two holes in the blue sterile wrap approximately 1.0 and 0.3cm in length which corresponded to the hole in the tyvek pouch. When manipulated, both the hole in the pouch and the blue sterile wrap aligned with the corner of the device. In addition, underneath the large hole, holes were present in the second and third layer of the sterile wrap, exposing the corner of the device. However, holes were not present under the smaller hole, indicating the hole only penetrated the outer layer of the sterile wrap. This suggests the holes were the result of an external force applied to the package which caused the breach to originate from outside the pouch and perforate through to the blue sterile wrap. This is supported by the fact that the hole in the outermost pouch is larger in the holes in the sterile wrap. In addition, it is likely the externally applied force resulted in holes because the corner of the device increased the probability of a pinch point in the packaging. Based on the result of the investigation, the most probable cause of the package breach is due to excessive handling. It is likely an external force was applied to the packaging causing the holes in the pouch and sterile wrap. The device history record for the returned device shows that the device passed all inspection prior to shipment. The reported event is not occurring more frequently or with greater severity than is usual for the device.